Event description:
The customer reported zipper damage to the side panel. The zipper teeth do not align. There was no pt injury reported.

Manufacturer narrative:
The product was not returned for evaluation. The customer did not provide the serial number of the bed canopy system. No adverse trends were found for the product. No further investigation could be performed. (B)(4).